Event description:
Healthcare professional reports one incident of a patient reaction with the psn 210 dialyzer. It was reported that this was the patient's first exposure to the psn membrane. Approximately one hour into treatment, the patient experienced difficulty breathing, and breathing was observed to be labored and rapid. Treatment was stopped and it was reported that symptoms resolved. Blood was not returned to the patient with an estimated blood loss of 250 cc. Patient was administered 2 l oxygen via nasal cannula. Treatment was resumed with a pre-processed ca 210 dialyzer and completed without further incident.